Manufacturer narrative:
We checked the returned product and confirmed that the spot on the image was caused due to the leak on the objective lens unit by a physical damage. In addition, we confirmed that the u/d and r/l pulley wires worn out; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
There is a spot in the image. Reason is a broken objective lens. This event occurred at the time of before use. There was no report of patient harm.